Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation no product or x-rays were returned for review. Device history records indicate MFR to specification.

Event description:
The device was implanted in 1994. The device fractured post-op. Patient is using a cane until his surgeon can schedule him for revision surgery.